Event description:
Medical center reported that between 2004 and 2005 77 pts received radiation approx 52% in excess of their prescribed dose delivered using the novailis linear accelerator. Several of the medical center's representatives have confirmed that the excess radiation was a result of a calculation error by the medical center physicist during calibration of the novalis linear accelerator and not by any failure or malfunction of the novailis. The initial and all subsequent dosimetry calibration calculations of this, and every other, medical linear accelerator is the responsibility of the device owner.